Event description:
It was reported that the patient experienced low blood glucose after administering an external insulin injection while remaining connected to the ilet pump, and the agent provided education on the risk of using multiple daily injections concurrently with the pump; the patient consumed oral glucose and corrected blood glucose by the end of the call. Symptoms included hypoglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.